Manufacturer narrative:
Device evaluation: product evaluation was not performed because the product has not been received. The complaint issue reported could not be verified and no product deficiency could be identified. The lot number was not provided, therefore, a history review and manufacture record review could not be performed. The risk management files and trending were reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. No labeling change is required. Based on the information obtained, product malfunction and product deficiency cannot be confirmed. No further investigation is required. Johnson & johnson surgical vision will continue to monitor this type of complaints.

Manufacturer narrative:
Lot no. Is unknown as it was not provided. Unique identifier (UDI#) is unknown as lot was not provided. Expiration date is unknown as lot was not provided. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Manufacturer date is unknown as lot was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Foreign body observed in the eye was reported. A brief description from the surgery center indicated that during the phaco procedure on (B)(6) 2021, a foreign body flowed through the patient¿s eye. The material was removed successfully by the surgeon. There was no patient injury, and the surgery was completed without further incident. This report is for the tubing pack. A separate report will be submitted for the tip.